Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-18038. The pt reported he experienced ineffective stimulation and subsequently his scs system was explanted approx 3 years ago.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.